Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 32 x 3.50 promus premier select drug-eluting stent was advanced but failed to track the lesion and the stent was damaged while undergoing the procedure. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 32 x 3.50 promus premier select drug-eluting stent was advanced but failed to track the lesion and the stent was damaged while undergoing the procedure. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the promus select ous mr 32 x 3.50 mm stent delivery system (sds), catheter was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted and pulled proximally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.